Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine post-implant interrogation. The interrogation revealed that the right atrial lead had a low pacing impedance and the lead was not sensing nor capturing. The lead was explanted and replaced, and the patient was asymptomatic and in stable condition.